Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), lot: (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room with infected wounds during spinal cord stimulation trial. The leads were removed and the doctor diagnosed sepsis in the epidural space. Patient was transferred to another hospital with IV antibiotic and remained hospitalized as of (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.